Manufacturer narrative:
Additional information was received that the patients lead fractured when incisions were opened up. The patient underwent an ipg and lead replacement procedure. The physician did not suspect device malfunction to the ipg. Additional suspect medical device component involved in the event: model #: sc-8120-70, serial (B)(4), description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision procedure was due to ipg was nonfunctional and cannot get it to charge.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.